Manufacturer narrative:
Unique device identifier (UDI): (B)(4) evaluation summary: visual and functional inspections were performed on the returned device. The deployment difficulty and stent elongation was not able to be confirmed as the stent had already been deployed and remains in the patient. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the heavily calcified superficial femoral artery. The supera self-expanding stent system (sess) was advanced and deployment was attempted. The stent was partially deployed. Then, the stent stopped deploying, even though the thumbslide was advanced. The deployment lock was unlocked and the stent was deployed, but elongated more than 10%. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.